Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a nose bleed. The right ventricular lead exhibited oversensing leading to pacing inhibition. The lead remained implanted and in atrium port of the new implantable cardioverter defibrillator and programmed vvir. The patient was stable.